Manufacturer narrative:
The reported event of premature battery depletion and device in backup mode was confirmed. The device was received with no output and no telemetry communication. The device was cut opened, and the battery was found at below end-of-service levels. High current was observed during the analysis, and it was traced to an anomalous integrated circuit on the hybrid circuitry, which caused the battery to drain prematurely.

Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.

Event description:
It was reported that patient presented in clinic after experiencing arrhythmia. Upon interrogation, it was found that patient's pacemaker exhibited premature battery depletion. It was also noted that the pacemaker was in backup mode. The pacemaker was explanted and replaced. The patient was stable.